Manufacturer narrative:
Follow-up #1: date of submission 3/30/16. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2016 with the following findings: no defect found. Unable to duplicate the audio tone issue complaint. Pump returned with all sound setting set to high. Pump boots to the verify screen with audible and vibratory features. The audible tone reading measured within spec at 61.0db. An alarm was reproduced on the bench for testing purposes with sound set to high; pump gave the appropriate sound warning and displayed alarm message on the screen. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had not heard the alarm, resulting in a blood glucose (bg) of 32 mg/dl with blurred vision, unsteadiness and lightheaded. There is no allegation/indication of pump malfunction, and customer support attributed the bg excursion to training/misuse. The patient required no unusual treatment and remains on the pump. This complaint is being reported as the patient experienced hypoglycemia due to use error.